Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right atrial (ra) lead exhibited noise. Diagnostic imaging revealed the lead was fractured in the clavicle area. The physician opted to explant and replace the lead on (B)(6) 2021. The patient was in stable condition.